Event description:
It was reported that this implantable cardioverter defibrillator (ICD) undersensed ventricular tachycardia (vt)/ventricular fibrillation (vf). The device never reached detection and intermittent drop out was noted. The patient coded and subsequently died.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 383059, implantable pacing lead, implanted (B)(6) 2007. A 693158, implantable tachy lead, implanted (B)(6) 2006. (B)(4).